Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Note: this report was received 2/12/1999. The event date is prior to the recall of the accufix leads. No such classifications were established prior to 10/1994. Explant method: intravascular, superior technique/tools: direct traction, direct traction with locking stylet, intravascular counter traction, sheath(s). No complications.